Event description:
Complainant alleged that the clincians were attempting to cardiovert a pt presenting an atrial-fibrillation heart-rhythm, but were unable to discharge energy using the attached zoll stat-padz multi-function electrodes. Clinicians removed the electrodes and applied a fresh set of multi-function electrodes and successfully converted the pt's heart-rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.